Event description:
A doctor reported increased intraocular pressure in a patient enrolled in an investigational study. This patient had a cv232 lens implanted in the right eye in 2002. The patient had pre-existing pseudoexfoliation. No surgical complications were associated with the implantation procedure. The following month the doctor recorded an increased iop (50mmhg). A trabeculectomy was performed (date unknown). No further information is available.